Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after the customer loaded approximately 100 units of insulin into the cartridge. Customer successfully loaded a new cartridge onto the pump. Customer's blood glucose level was 480 mg/dl.